Event description:
Surgeon performed revision total knee arthroplasty on 3/18/97 after the pt presented with a dislocated knee and a dislocated articular surface of the modular tibial component. The component was identified to be a modular knee cck size 59/12 mm articular surface. The surgeon removed the dislocated component and replaced with same size.